Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a plum set where the customer reported an unspecified chemotherapy leak on the filter vent connected to the IV bag during infusion. Additionally, the customer stated the tubing was washed with normal saline. There was patient involvement and no report of adverse event.

Manufacturer narrative:
Received one used list #123390488, primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch; lot #4840554 one used. List #unknown, bag spike adapter with spiros; lot #unknown. The complaint of leakage could be confirmed. The product was tested per product specification. There was a leak from the filter material on the vent plug juncture with the cap open. The leaks appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.